Event description:
Pt experienced pain and follow up x-rays showed a non-union of the left tibia. Proximal tibia liss plate and locking screws were implanted approximately three months prior for a comminuted proximal third of the tibia. Reportedly, the healing process was not fast enough. Hardware was not explanted. Original plate and screws were left in on the lateral side. To avoid implant failure, pt was implanted with additional hardware. On the medial side, an lcp plate, cortex, cancellous and locking screws were implanted on (B)(6) 2010. Bmp sponge was used and bone graft from the pt's healthy leg was implanted at the fracture site. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Approximately three months prior to reported event. Hardware was not explanted. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.